Event description:
The nurse reports the flexiseal signal fms was placed in the patient on (B)(6) 2015. The nurse also reports using a luer lock syringe to insert forty-five milliliters of water through the inflation port to the retention balloon. The nurse adds that the water was instilled however, the nurse, along with additional attempts by colleagues, was unable to remove the syringe from the luer lock inflation port and the inflation port with the luer lock became disconnected from the fms, 'fluid leaked out' and the fms was discontinued.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Additional patient and event details has been requested. Should additional information become available, a follow-up report will be submitted. There are two (2) cases associated with this patient; therefore a separate FDA form 3500a has been generated to address the other device used. Reported to the FDA on 02/05/2015.

Manufacturer narrative:
Additional information was received on july 22, 2015. Third party manufacturer reviewed the routers that were used to manufacture lot#14vm542271 and no deviations were noted outside the normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 05, 2015.